Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent occurred. The physician attempted to cross a lesion in the rca with a taxus express2 8.8% 3.0 mm x 12 mm stent. The stent would not cross the lesion and as the device was pulled back into the guide catheter, inside the pt, a strut on the proximal end of the stent flared. There were no pt complications. The physician decided that the lesion did not need a stent and ended the case.